Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the corneal flap was not cut in the right place because bubbles were on top. Additional information received states that the physician noted when raising the corneal flap that a part of it presented an important adherence and seemed to not have been cut in an area. The patient was seen in follow up and was noted as being satisfied with the treatment result.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Clinical review shows a vertical gas breakthrough (vgb) has occurred. Vgb is known to appear in thin cuts more often when compared to thick flaps. According to the treatment report, the desired flap thickness was 100 um. However, fluid and corneal lacrimation might have built a fluid layer, additionally reducing the flap thickness. All other laser settings are within the normal limits. An influence of the laser system can be excluded to the greatest possible extent. (B)(4).